Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient did not react to knocking and loud noise. Possible reimplantation, no date fixed yet.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient did not react to knocking and loud noise. All channels have high impedances, no hearing reaction, no change during continuous measurement while putting slight pressure on the implant. Possible re-implantation, but no date is fixed yet. The patient was re-implanted on (B)(6) 2015.